Event description:
A (B)(6) male pt's doctor called a zoll territory manager to report that the pt was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure ws isolated to an open pulse wire in the cable connecting the front therapy electrode and ECG "a." There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.